Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime, and compromised force sensor. However, unit received stuck in the motor error loop during bolus or basal delivery and motor position encoder error alarm confirmed in the history file. The unit was unable to perform excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit was received with cracked case at display window corners and reservoir tube lip. The unit was received with minor scratched lcd window. The unit was received with missing end cap sticker.

Event description:
Customer reported her insulin pump keeps alarming motor error, no deliver, and another alarm when she is trying to change her infusion set and reservoir. Customer's blood glucose was 210 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.